Manufacturer narrative:
The insulin pump was received with blank display and had constant tone due to moisture damage on the electronic assembly also, moisture damage was found on motor assembly. Unable to verify for a14, a20, a21, a60, a12 alarm and unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to blank display. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed several times. The customer's blood glucose level was unknown at the time of the incident. He customer sent the product back for analysis.